Event description:
During a cardiac-arrest the ambulance's cardiac monitor/defibrillator did not "shock" pt. Emt's could hear the monitor charge up, but no evidence of a charge being delivered to pt. Monitor would not "pace" either. CPR was initiated. Upon arrival to hosp continued CPR, but unable to resuscitate. Pt was found unresponsive and bleeding from the mouth when ambulance arrived. It was felt that the malfunction of the defibrillation did not contribute to pt's death. Pt would have died anyway due to the hemorrhaging. Was declared a coroner's case and an autopsy is being done.